Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the introduction, the cashmere microcoil (src140615-20/j10272) got stuck around 50 cm from the distal end of the prowler select plus microcatheter (catalogue and lot unknown), therefore the coil was safely retrieved from the patient. It is unknown if the microcatheter was also retrieved or not. Once the coil was out of the body, it was found to be kinked. The kink found to the detachment zone. Afterwards, the procedure continued using other products and was successfully completed without any further difficulties. No patient injury was reported. The complaint product was new and was stored per labelling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coil by visual inspection. After retrieval, the coil was detached from the delivery system for the purpose of demonstration. The procedure was coil embolization for internal iliac artery prior to stent grafting that was mildly calcified and moderately tortuous. The coil and the delivery system are going to be returned for evaluation. No additional information is available. The coil was returned undamaged, but separated from the device positioning unit (dpu). The end user performed an air detachment of the coil for an unknown reason. This air detachment severely damaged the distal tip of the dpu. No kinking was found at the detachment zone as reported. However, the soft braid was found severely kinked. This type of damage can only occur outside the sheath. Due to the intentional detachment of the coil by the end user, no laboratory testing could be performed on the reported resistance issue inside the microcatheter. However, the most likely root cause of the coils resistance inside the microcatheter may have been due to the selection of an incompatible 18 series microcatheter that was used with a 14 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm). The inner lumen of a prowler select plus microcatheter is 0.021." In addition, without the return of the prowler select plus microcatheter used in the procedure, it cannot be determined if this component had any other additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported kinking of the coil could not be evaluated since the embolic coil was received deployed and undamaged. The cause of the damages found on the device could not be conclusively determined; however, it was reported that after the kinked damage on the coil was noted, the coil was intentionally detached for demonstration. Therefore, it appears that the additional damages occurred post procedural use. Additionally, the reported event of impeded in microcatheter occurred due to incompatibility of the devices. With review of the device history records there is no indication of any related manufacturing issues. Additionally inspections are in place to prevent this kind of failure from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The coil was returned undamaged, but separated from the device positioning unit (dpu). The end user performed an air detachment of the coil for an unknown reason. This air detachment severely damaged the distal tip of the dpu. No kinking was found at the detachment zone as reported. However, the soft braid was severely found severely kinked. This type of damage can only occur outside the sheath. Due to the intentional detachment of the coil by the end user, no laboratory testing could be performed on the reported resistance issue inside the microcatheter. However, the most likely root cause of the coils resistance inside the microcatheter may have been due to the selection of an incompatible 18 series microcatheter that was used with a 14 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The micrus microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm). The inner lumen of a prowler select plus microcatheter is 0.021." In addition, without the return of the prowler select plus microcatheter used in the procedure, it cannot be determined if this component had any other additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During the introduction, the cashmere microcoil ((B)(4)) got stuck around 50 cm from the distal end of the prowler select plus microcatheter (catalogue and lot unknown), therefore the coil was safely retrieved from the patient. It is unknown if the microcatheter was also retrieved or not. Once the coil was out of the body, it was found to be kinked. The kink found to the detachment zone. Afterwards, the procedure continued using other products and was successfully completed without any further difficulties. No patient injury was reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coil by visual inspection. After retrieval, the coil detached from the delivery system for the purpose of demonstration. The procedure was coil embolisation for internal iliac artery prior to stent grafting that was mildly calcified and moderately tortuous. The coil and the delivery system are going to be returned for evaluation. No additional information is available.